Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that the cause of the phenomenon, ¿the lamp switches to emergency lighting¿, was converter failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite xenon light source, the lamp switches to emergency light even after lamp replacement. The issue occurred after the device was turned on. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: the lamp does not light up due to a converter failure, and the lamp switches to emergency lighting, the output connector (light guide connector) is worn out, causing the connection to rattle, rear panel corrosion, top cover corrosion, rust, chassis corrosion, and rear panel terminal area corrosion. This event is under investigation. A supplemental report will be submitted upon receiving additional information.